Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy due to oversensed noise. An x-ray was obtained and there was no evidence of a lead integrity issue. The physician would like to surgically intervene however the patient no longer wants the s-ICD system. Currently the system has been deactivated but remains implanted. New information received indicates that the system was later explanted and replaced with a transvenous system due to suspected lead integrity issue.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy due to oversensed noise. An x-ray was obtained and there was no evidence of a lead integrity issue. The physician would like to surgically intervene however the patient no longer wants the s-ICD system. Currently the system has been deactivated but remains implanted. New information received indicates that the system was later explanted and replaced with a transvenous system due to suspected lead integrity issue.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.